Manufacturer narrative:
Investigation results completed on a smiths medical cadd medfusion 3500 pump. Device arrived and found bottom case and plunger assembly broken. Also discovered counterfeit top case, cracked on right plunger case and bottom case. Event log validated complaint force sensor test error. Device testing done to duplicate event and upon powering up the complaint it was verified. This was found to be isolated to sensor and believed to be related to normal wear of device of over eight years old. Actions and repairs to replace sensor. Do to normal wear of device,other preventative repairs completed. Replaced force sensor, plunger cases, top and bottom cases (cracked), plunger cable, ear clip and tapered spring and size pot, position pot and clutches and worm coupling and worm gear and leadscrew (motor rate error). Installed cable guard (missing). Replaced main board (damaged). Re-calibrated. Device passed all functional and delivery testing.

Event description:
Information received a smiths medical product medfusion 3500 pump alarmed force sensor error. No adverse patient events were reported with incident.